Event description:
It was reported to technical services on (B)(6) 2011 that this device was removed on (B)(6) 2004 due to infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).